Event description:
Customer reported being hospitalized twice for high and low blood glucose levels. Customer believes that she was disconnected from the quic release. Customer also stated that the display went blank a couple of time while trying to deliver a bolus.